Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that she had a high blood glucose 424 mg/dl. The insulin pump had alarmed for no delivery, she ran some insulin through it and saw it come out. She reconnected to her body and then received another alarm. This issue recurred and the customer believed it to be an issue with the infusion set. The customer was able to treat with a bolus but received the alarm again. She declined troubleshooting for this issue. The insulin pump was not replaced or returned.